Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant the right ventricular (rv) lead was unable to sense, had high, out of range impedance and was failing to capture. A different lead was successfully implanted with no electrical anomalies. The patient was stable throughout.